Event description:
It was reported that the patient had atrial fibrillation. It was also noted that the sensing values were low and there was t-wave oversensing. The pace/sense portion of the lead was capped, but the high voltage portion remains in use. A new lead was placed for pacing and sensing. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found.